Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited a broken nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to irregular stress that was applied to the distal end during device handling by the user. The user may detect the event by handling the device according to the following instructions for use (IFU): IFU: cf-hq190l/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.4 leakage testing of the endoscope. The user may reduce/prevent occurrence of the event by handling the device according to the following IFU: IFU: cf-hq190l/I operation manual _important information ¿ please read before use _warnings and cautions :do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon additional information received, and return of the device, there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported the colonovideoscope exhibited a broken nozzle, which was reported out of caution. Upon the return of the subject device and additional clarification from the customer, it was confirmed that there were no reportable malfunctions associated with the subject device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.